Event description:
It was reported that the right ventricular (rv) lead triggered an alert for high pacing impedance. It was also reported that there is a trend of varying impedances with the right atrial (ra) lead. The right atrial (ra) lead was reprogrammed and the alerts for the atrial channel were turned off. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 6947 implantable tachy lead implanted: (B)(6) 2009.